Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience low blood glucose (bg) levels due to needing a settings adjustment. Customer's bg was 48 mg/dl and was addressed by removing the pump to suspend insulin deliveries until bg returned to normal levels. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.